Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not run on batteries. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that during set up the unit did not work on battery power. The yellow power light emitting diode (led) was illuminated but the yellow battery led on the front panel did not illuminate when the unit was plugged in. The customer tried a different battery and confirmed the issue was resolved. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18044.